Manufacturer narrative:
Product event summary: the device was returned and analyzed.a high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: performance data from the device was received and analyzed. Analysis revealed that the device reached the recommended replacement time (rrt) or 2.62 volts on (B)(6) 2013. Concomitant product: 6947 implantable tachy lead, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had premature battery depletion. The device was explanted and replaced. It was also noted that the right ventricular (rv) lead displayed intermittent t-wave oversensing (twos) during a live electrogram (egm) and had numerous short interval counts (sic). Additionally, the right atrial (ra) lead was intermittently undersensing and far field r waves were seen on the atrial channel. Both leads remain in use. No patient complications have been reported as a result of this event.